Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the rubber bar that attaches to the elbow and the nasal prongs are twisting and bending frequently and occluding the flow to the patient. No patient injury or intervention reported.